Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4). The hospital reported while checking the device prior to a procedure, there was an issue with the vh-3010 power supply lights turned on but there was no power. They swapped out the long vh-4030 cables to isolate the problem to the box. Unsure if they also swapped out the shorter vh-4020 adaptor cable. The issue was not the generator. The issue was with the adaptor or the cable, unclear as to which. There were no procedural delays or patient effects. No patient involvement reported.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.